Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
The patient presented with pre-operative diagnosis of significant degenerative disc disease l3-l4; post laminectomy syndrome at l3-l4, anterior column failure and segmented instability at l3-l4. Patient underwent anterior lumbar interbody fusion at l3-l4 using rhbmp-2/acs and tissue; lumbar discectomy at l3-4 and anterior arthrodesis at l3-4 , hybrid using the titaniun and bone; use of fluoroscopic unit for greater than one hour. Per-op notes, the appropriate reaming was then done for both of the cages with a double barrel cage. Morphogenetic protein was used and placed into the cage and hybrid low profile titanium was used as well as a bone cage. Interfix fusion device was also used in surgery.